Manufacturer narrative:
This supplemental report is being submitted to update the b5. Adverse event or product problem. If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields. This supplemental report is being submitted to include an omitted field, d6. Explant date.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system received inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing. Upon interrogation, it was noted that the right ventricular (rv) lead had exhibited an alert due to out-of-range intrinsic amplitude shortly after the inappropriate atp episode. As result, therapy was turned off and the right ventricular (rv) lead was scheduled to be revised. Subsequently, rv lead extraction was attempted but failed as patient occluded during the procedure. At the time, the rv lead remained implanted and the ICD therapy was programmed on. Technical services discussed the associated risks. Additional information clarified the patient underwent a surgery wherein the rv lead was surgically abandoned and the ICD was explanted. The cause of the oversensing remains unknown. Nevertheless, a new system was implanted on the right side of the chest of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system received inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing. Upon interrogation, it was noted that the right ventricular (rv) lead had exhibited an alert due to out-of-range intrinsic amplitude shortly after the inappropriate atp episode. As result, therapy was turned off and the right ventricular (rv) lead was scheduled to be revised. Subsequently, rv lead extraction was attempted but failed as patient occluded during the procedure. At the time, the rv lead remained implanted and the ICD therapy was programmed on. Technical services discussed the associated risks. Additional information reported the patient underwent a second surgery wherein the rv lead was successfully revised and the ICD was moved into a new location. The cause of the oversensing remains unknown. No additional adverse patient effects were reported. No further details have been obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields. This supplemental report is being submitted to include an omitted field, d6. Explant date.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system received inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing. Upon interrogation, it was noted that the right ventricular (rv) lead had exhibited an alert due to out-of-range intrinsic amplitude shortly after the inappropriate atp episode. As result, therapy was turned off and the right ventricular (rv) lead was scheduled to be revised. Subsequently, rv lead extraction was attempted but failed as patient occluded during the procedure. At the time, the rv lead remained implanted and the ICD therapy was programmed on. Technical services discussed the associated risks. Additional information reported the patient underwent a second surgery wherein the rv lead was successfully revised and the ICD was moved into a new location. The cause of the oversensing remains unknown. No additional adverse patient effects were reported. No further details have been obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system received inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing. Upon interrogation, it was noted that the right ventricular (rv) lead had exhibited an alert due to out-of-range intrinsic amplitude shortly after the inappropriate atp episode. As result, therapy was turned off and the right ventricular (rv) lead was scheduled to be revised. Subsequently, rv lead extraction was attempted but failed as patient occluded during the procedure. The rv lead remained implanted and the ICD therapy was programmed on. Technical services discussed the associated risks. No additional adverse patient effects were reported.